Event description:
Device malfunction: none. Symptoms / ae: vasospasm. Time of ae: during removal of the embolic protection device. It was reported that after a right internal carotid artery stenting procedure during removal of the filter, the pt experienced a kinking and spasm of the distal right internal carotid artery which was treated with nitroglycerine intra-arterially. There was no adverse pt sequelae reported. Although requested, there was no additional information provided in regards to the carotid stenting procedure. Study event.

Manufacturer narrative:
The customer reported the embosheild was discarded. The lot number was provided. Vasospasm is a known potential adverse effect associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.